Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the adjustment knob was too sensitive. It was noted that the attachment ring was missing and the keypad was defective. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for maintenance and repair. No patient complications have been reported as a result of this event. It was further reported via follow up that there was an issue with the adjustment knob on the epg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.